Event description:
It was reported that the patient received a shock while walking and became unconscious and had to be resuscitated. The patient was found to be in vf and was externally rescued by paramedics. Device interrogation revealed a device reset had occurred on (B)(6), and shocks were aborted. The lead was found to exhibit oversensing. During the explant procedure, an insulation anomaly was observed. Lead was explanted.

Manufacturer narrative:
No medwatch form was received. A partial lead with the connector pin measuring 15.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.